Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Event description:
Healthcare professional reported, right-side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, two openings in anterior and radius side assessed as surgical damage. Additional observations: creases are observed. Brown particles were observed on the shell.